Event description:
Patient revised for pain, radiograph revealed locking ring failure, eccentricity of head and pelvic/femoral osteolysis. Liner showed superior wear, scratches from locking ring fragments and signs of impingement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).